Manufacturer narrative:
The device has been received at boston scientific laboratory. During product analysis a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted, no significant anomalies were noted concerning of the splines. Based on the information provided within the event description, the farawave catheter was used on the posterior wall isolation, which is considered off label use of the device. The cause traced to intentional off-label, unapproved, or contraindicated use cause code was selected based on the information provided.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The pulmonary vein isolation was completed successfully, however, towards the end of ablating the posterior wall, an effusion was noticed. A pericardiocentesis was performed, and the fluid was drained. The procedure was cancelled due to this event and the patient was kept in observation. Use of the device to perform posterior wall isolation constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). The physician believed that the nose of the flower configuration of the catheter could have contributed to a perforation on the posterior wall. The physician also believed that it was possible that the guidewire was not fully retracted into the catheter lumen during the procedure. The patient recovered from this event and received a watchman implant on (B)(6) 2024. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The pulmonary vein isolation was completed successfully, however, towards the end of ablating the posterior wall, an effusion was noticed. A pericardiocentesis was performed, and the fluid was drained. The procedure was cancelled due to this event and the patient was kept in observation. Use of the device to perform posterior wall isolation constituted off-label use, as the catheter is only indicated to perform pulmonary vein isolation per the instructions for use (IFU). The physician believed that the nose of the flower configuration of the catheter could have contributed to a perforation on the posterior wall. The physician also believed that it was possible that the guidewire was not fully retracted into the catheter lumen during the procedure. The patient recovered from this event and received a watchman implant on (B)(6) 2024. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.